Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to explant the internal magnet, and to reimplant with a transcutaneous osia implant system due to poor performance.